Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) replacement surgery was performed because the device had a fluid leak. During the procedure it was noticed that there was no fluid in the system but the location of the leak could not be identified. There was no patient complications. No further information was provided.